Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent an unspecified breast augmentation with 245cc mentor memoryshape gel breast implants has experienced unexplained systemic symptoms postoperatively, including muscle pain in the legs, chronic fatigue, breathing problems, trouble sleeping, sharp pains in nipples and sides of breast, eczema, psoriasis in nails, and anxiety. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).